Event description:
A customer from (B)(6) ran his blood glucose test on his contour ts at approximately 9:00pm and received 200mg/dl. He administered 8units of humalog insulin. He reported feeling strange during dinner, and then around midnight he experienced hypoglycemia and his blood glucose was 33mg/dl. He took some water with sugar and chocolate and recovered from the event. Hospitalization was not required. The customer also reported , on an unspecified date, he ran his blood glucose using two of his contour ts meters and there was a 200mg/dl difference. Specific readings were not provided. Depending on the actual readings, the difference in the results could fall in the "c" zone of the consensus error grid, making the difference clinically significant. It was requested that customer return his test strips for evaluation.

Manufacturer narrative:
(B)(4).